Event description:
It was reported that boston scientific technical services (ts) received a call from a physician about a red call doctor icon seen on the latitude system. They brought the patient into the clinic. Right ventricular (rv) lead pacing impedances were out of range. The device and leads remain in service. No adverse patient effects were reported.